Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: video cable is broken and therefore the image is not displayed. A root cause could not be identified. Based on the results of the investigation, the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after 2-5 minutes of operation for an unspecified procedure, the image of the subject device failed. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after 2-5 minutes of operation for an unspecified procedure, the image of the subject device failed. There were no reports of patient harm.